Event description:
Device service required with green led. No patient involvement.

Manufacturer narrative:
Heartsine evaluated the returned device and verified the reported fault which was due to impact damage caused by user error/adverse storage.

Event description:
Device service required with green led. No patient involvement.